Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient implantable cardioverter defibrillator was oversensing myopotentials leading to pacing inhibition and non-sustained right ventricular oversensing episodes. No intervention was performed. The patient experienced no symptoms related to this event. Further information was requested, but not provided.